Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level ranged form 320 mg/dl to 126 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.